Event description:
This lead was implanted on (B)(6) 2016 as it exhibited noise it was then explanted on the same day. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).